Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly upon activation. There was a delay in filling the pump. An MRI showed that the balloon was practically empty. A request for a revision has been completed. There were no patient complications.